Event description:
Case number: (B)(4), mps (B)(6) reported mics not getting power once in haptics. Case type: tka. Surgery was not completed robotically. Update: "< 30 min surgical delay. Procedure completed manually, last 2 angled cuts were done manually.

Manufacturer narrative:
Reported event: mps (B)(6) reported mics not getting power once in haptics. Device evaluation and results: per wo-(B)(4): successfully performed mics status check. Performed burr override and mics functioned. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 02/17/15 1 device was inspected and 1 device was placed on: npr 15-01-0032. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps (B)(6) reported mics not getting power once in haptics. Case type: tka. Surgery was not completed robotically. Update: "< 30 min surgical delay. Procedure completed manually, last 2 angled cuts were done manually".